Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site and no fault was found during a simulated use test. As preventively, the air gas module was replaced. No good has not been received for investigation. No new events on this ventilator have been reported until this date. Evaluation of the returned device logs contain some entries that could lead to the reported problem. A pre-use check was confirmed to be successful prior to this ventilation period. As no goods was returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator was making a honking noise. There was no patient involvement. (B)(4).